Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded an out-of-range pacing impedance measurement that triggered a latitude communicator red flag when the device data was input into the communicator. The patient's boston scientific field representative reported that device data showed the rv pacing impedance had increased slowly over several months prior to peaking at the out-of-range measurement of more than 2500 ohms, then slowly decreasing to measurements around 1200 ohms, and remaining stable. The lead's r-wave and shock measurements remained stable over that time. The representative discussed the situation with the patient's clinic. No changes were made to the patient's system, there was no report of adverse patient effects, and the alert was re-set. This device was not included in any advisory physician communications at the time of event.

Manufacturer narrative:
This device met specifications in testing and analysis. The device was put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Manufacturer narrative:
The device subsequently was explanted for normal battery depletion 25.3 months later, with no additional issues or adverse patient effects reported. Upon receipt at our post market quality assurance laboratory, this device's programmed parameter settings and therapy history were used to estimate expected battery use to date, then compared to actual use. Our analysis showed this device appears to have met longevity expectations per programmed values. Additional analysis is pending.